Event description:
The catheter was pulled out of the package with a kink in it. The hospital could not pass a wire through the catheter. The case was completed with another catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.